Event description:
Telemetry transmitters are frequently experiencing a leads off condition not related to physically disconnected leads. During this time the patient monitoring and alarms are temporarily disabled. Fresh electrodes were used to replace ones with poor electrical contact.